Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged when the physician attempted to remove the guidewire from the lead and could not. Once the lead was dislodged from the coronary sinus, the wire could be removed, but the physician elected to not use the lead and implant a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood inside the distal conductor, but a guidewire passed without issue.